Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulation was in the wrong location. The pt was feeling stimulation in the legs when she should have been feeling it in the back. The amplitude was increased and the pt still did not feel stimulation in the back. The health care professional stated the event was attributed to lead migration and the pt had a revision. The hcp noted the pt had pain or discomfort, and the pt outcome was "no injury."